Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars result on sofia flu + sars for 1 asymptomatic individual. Customer was testing themselves after receiving invalid results. The customer communicated that the result was confirmed negative through pcr testing.